Event description:
A customer reported a delivery delay with a replacement adc device. The replacement device was issued as customer had dropped and broken their old meter. Due to delivery delay, customer reported they became hypoglycemic with sweating and dizziness. The customer was treated with sugar and a banana by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle precision neo meter, and no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.